Event description:
Pt underwent pci of the mid lad using a 3.5mm diameter x 12 mm diameter x 12 mm length endeavor sprint drug-eluting coronary stent. Pt was observed overnight with any adverse event or complication; however it was noted that the pt enzymes elevated meeting the protocol definition of mi. It was reported that the pt was discharged the next day in stable condition. Investigator reported that the event was possibly related to the study stent and definitely related to the procedure. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results - mi.